Manufacturer narrative:
The affected bags had not been returned, they were requested to be return for further investigation. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr (B)(4) had been initiated to address the discrepancies. This MDR will be reopened and updated in the event the affected bags involved or additional information becomes available.

Event description:
On (B)(6) 2024, zyno received a report from the customer that when priming the tubing even after being carefully it generates a lot of air bubbles. The nurse reported that 4 pumps had allowed the air past the pump chamber. Fortunately, the pump beeped that the infusion was completes before air got to the patient. No patient injury/harm reported.